Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative that the lead migrated toward the skin. The patient noticed pain in the skin area. There were no diagnostics or troubleshooting performed. A revision surgery was performed. The patient outcome was alive with no injury. The indication for therapy was non-malignant pain.